Event description:
It was reported that following an unknown procedure, there was a post operative leakage. Unknown how case was completed. No additional information is known, including exact product code.

Manufacturer narrative:
Date sent: 03/13/2009. Information anticipated, but unavailable at this time.